Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/4/2020 h.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received forty-one unopened units. All units were tested for catheter adapter pull force and all units were found to be within specification. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that 2 nexiva 20 ga x 1 in single port had the tubing separate from the adapter during use. The following was reported by the initial reporter: "it was reported the IV tubing coming loose from the needle. IV tubing coming loose from needle"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that 2 nexiva 20 ga x 1 in single port had the tubing separate from the adapter during use. The following was reported by the initial reporter: "it was reported the IV tubing coming loose from the needle. IV tubing coming loose from needle"